Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt944 optiflow + adult nasal cannulas were torn during proning procedures. It was noted that the cannulas may have been pulled. It was further reported that the patients desaturated. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the tubing of two opt944 optiflow + adult nasal cannulas were torn during proning procedures. It was noted that the cannulas may have been pulled. Further information regarding the reported event was requested but not provided. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety." - "this product is intended to be used for a maximum of 14 days".

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject opt944 optiflow + adult nasal cannulas. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt944 optiflow + adult nasal cannulas were torn during proning procedures. It was noted that the cannulas may have been pulled. It was further reported that the patients desaturated. No further patient consequences were reported. Further information regarding the reported incidents has been requested.